Event description:
It was reported that the health care professional (hcp) called technical services (ts) with concerns about loss of capture (loc) on the right ventricular (rv) lead and requested further review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm). Upon review, ts confirmed that the crtd was programmed to ventricular pace on the left ventricular (lv) lead only and would not be able to have any capture on the rv lead as programmed. However, ts also noted that there might be a loss in capture on the lv lead. Ts advised the hcp to consider patient to visit clinic for further lead evaluation. The lv lead remains in service. No adverse patient effects were reported.